Manufacturer narrative:
Uf/importer report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by the centrimag console which was running a centrimag pump. It was reported that b4 alarm on lvad cmag console was observed upon switching patient over to a new centrimag console, the machine alarmed b4 battery maintenance. The patient had to be switched over to a backup centrimag console. This was a new device, unclear why it failed upon being placed on a patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed because the centrimag console was not returned for evaluation. Additionally, a root cause for the event could not conclusively be determined. It was reported that upon switching the patient over to a new centrimag console, the machine alarmed b4 battery maintenance. The patient had to be switched over to a backup centrimag console. It was reported this was a new device and it was unclear why it had failed upon being placed on a patient. It was reported it was suspected the device had been disposed of. The centimag console operating manual outlines internal rechargeable battery pack replacement and maintenance (rechargeable battery pack must be replaced every 2 years and battery maintenance should be performed once every 6 months) and outlines the operator responses to all console alarms and alerts. No further information was provided. The manufacturer is closing the file on this event.